Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that barcode scanner malfunctioned. The field service engineer (fse) found the handheld scanner cable disconnected at the usb port. The cable was re seated, and the mount bracket was tightened, restoring service. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es scanner cord was no longer functional, hand scanner did not work after a machine restart, the customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, these efforts were unsuccessful, and the problem persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.